Event description:
Pain in sight area must eat; FDA is impossible. I have a cyberonics livonotta which is the watch like to swipe and a sentiva generator 1000. Just because by reading the operative report knowing it is sentiva you could not care less. One year later and my daughter can die anytime. Disgrace to the american people. It has been 1 year and everyone has lied about the device implanted which is a sentiva generator. FDA safety report ID # (B)(4).